Event description:
It was reported, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted. The reason for explant remains unknown. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information such as reason for explant and weight. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.